Event description:
According to the customer: "the customer emailed a question about the flow dynamics inside the quadrox-ID, he asked if there are areas where there should be no flow. He also sent me pictures of the device and told me that he has been using it for more than 6 hours and might have given platelets or lipids into the oxygenator. The company representative told him to use it per IFU, which is not longer than 6 hours and that he should not bolus platelets or lipid based drugs into the oxygenator." (B)(4). (B)(6).

Manufacturer narrative:
The product is not available for investigation, therefore no manufacturer laboratory investigation was possible. A review for similar complaints has been performed and only one similar incident was found with no investigation results as the sample was not available as well. Based on the above mentioned and the information available at this time a confirmation of the failure is not possible. This data will be handled through a designated maquet trending process. If a trend occurs, it will be escalated to quality assurance management for review and determination if further investigation is necessary. Due to this no further action will be completed at this time.